Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2020 with the following findings: during investigation, the battery compartment was found to be cracked. A leak test was performed and a leak was identified in the battery compartment and display lens seal. The pump cover was opened and moisture was found throughout the internal components. The pump was found to be unresponsive with no audible tone, vibration or display which was due to the internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.